Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the patient was receiving a secondary infusion of antibiotics. The infusion was checked and a moderate amount of fluid was found on the floor under the pump module. When the connections were checked, fluid was seen dripping from the bottom of channel a. The medication was removed from the patient and the nurse indicated that the patient may not have received the dose of antibiotics. The pump module door was opened and small beads of fluid were seen on the IV set near the upper fitment. There was no report of patient harm.